Event description:
During a routine review of the customer's pt report database, it was observed there were five occurrences of intermittent post pacing ECG distortions. This distorted ECG data, following the administration of defibrillator shock or during external pacing, is the subject of an engineering investigation. The customer did not allege a device malfunction has occurred nor did they report any adverse effects to pt care as a result of the distorted signal observed by co.